Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had failed and would not recover, as it was not detected on the bus. The field service engineer dialed in and found the drawer fully operational in the hardware test application. The fse shut down the operating system (i.e., closed windows) and guided the customer through locating the power switch and cycling the power. Upon powering on, the drawers regained functionality. The customer reported that all medications were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawer 3.1 was failed, causing scheduled medications to fail to dispense correctly. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported based on this event.